Manufacturer narrative:
Received two (2) photos showing the packaging information. No damages or anomalies were noted. The complaint of leakage on the 142730490 could not be confirmed by the investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot: 13684576 was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch generated a leak. The patient was placed on a normal saline (ns) flush post paclitaxel infusion when the registered nurse (rn) noted the filtered tubing leaking at the posterior side with 2 drops of clear fluid noted on the patient's sweater. The patient's sweater was removed and placed into a clear garbage bag, and washing instructions were given to the patient's daughter. No moisture was noted on the patient's shirt underneath or her skin. The patient¿s tubing was changed for carboplatin. There was no patient harm reported.